Manufacturer narrative:
The astral device was returned to a resmed. Evaluation confirmed the reported complaint. The pneumatic block will be replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no harm or serious injury reported as a result of this incident.